Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that a child patient's infusion set's tubing had connection/tubing break, and infusion sets fall off due to sweat since mid-october and this issue occurred with 8-10 infusion sets. Therefore, specific blood glucose level was unknown, but blood glucose level remained between 54-500mg/dl (3.0-27.7 mmol/l). Reportedly, he did not notice any damage to the infusion sets when the package was first opened. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.